Event description:
It was reported that during patient treatment, there were difficulties to provide gas to the patient. There was no patient harm. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A complete set of device log was received and the log evaluation shows that there are no recordings in the technical log that suggests that there were any technical malfunctions during the event. The test log show that a successful system checkout was performed in the morning on the event date. The event log has several alarms that indicate difficulties to properly ventilate the patient during automatic ventilation and thus, the system activated backup ventilation on several occasions. We have not received any information about any result of an investigation of the involved device at the hospital. We have not been able to determine the true case of the reported issues. It is however likely that leakage caused or contributed to the reported ventilation difficulties. The source/origin of the leakage has not been determined. H3 other text : (B)(4).